Event description:
The customer reported that during a blepharoplasty the generator was set between 10 and 15 watts. A small flame was observed at the tip of the tungsten needle which was placed at the distal side of electrosurgical pencil handle. This caused the pt's eyelash to be burnt. Add'l questions have been asked of the site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.